Event description:
Pt had uneventful wfc lasik ou on (B)(6)2017. On one-day and one-week post op exams patient was 20/20 and reported being happy with results. On one-month post op exam patient was 20/15 minus but remarked that she began seeing rainbow glare ou after 1 week po. Will monitor for at least 6 mo before any tx considered. Reference MFR # 3003288808-2017-01534.